Manufacturer narrative:
Battery trays 2 and 4 were returned to the manufacturer for analysis. The returned batteries passed bench testing and measured above the volts direct current (vdc) minimum. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the battery tray was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during tidying up after a procedure, the left light of the image acquisition system (ias) battery indicator flickered in red after moving the system to the storage place. A battery error occurred. There was no patient present.